Manufacturer narrative:
B3/d10: the events occurred on unspecified dates since the start of 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) unspecified access sets leaked from an unspecified location. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the devices were not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.